Event description:
During a clinic follow up, it was noted that the left ventricular (lv) lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported. Additional information was requested but not yet available.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. Electrical testing, visual inspection and mechanical testing found no anomalies and all measurements were found to be within specifications. The reported event of lead dislodgement was not confirmed.